Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: post-operative medical intervention was necessary, revision surgery was performed. For the leading material no188z a review of the device quality and manufacturing history records was not possible because the lot number is unknown. For the involved components the device quality and manufacturing history records have been checked for all available lot numbers. The device history file has been checked and found to be according to the specification valid at the time of production. No similar incidents have been filed with products from these batches. Based on the information available it is possible to determine a conclusion and root cause for the mentioned failure. It is assumed that the failure is not product related. It could be possible that the mentioned failure s usage related. A CAPA was created.

Event description:
It was reported by the healthcare professional to the company sales representative "femur loosened and need revision surgery." Revision surgery scheduled for (B)(6) 2018. Components in use listed as concomitant devices are: no166z, as univation xf tibia cemented t5 lm, batch # 51982368. Nl474, univation f meniscal comp.t5 rm/lm 7mm, batch # 51969708.